Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received back to back readings of 20 mg/dl and 20 mg/dl on her blood glucose meter. Readings were all within a 10 min. Period. The consumer did not feel these results were accurate readings. Subsequently, user tested again getting 429 mg/dl. The difference in the readings was determined to be clinically significant. Strips and meter will be returned for eval.